Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("my uterus was perforated during placement of the coils/ perforation / the location of the perforation: side wall of uterus and it migrated out to my abdomen") and genital haemorrhage ("bleeding for weeks after the placement/ bleeding") in a (B)(6) female patient who had essure (batch no. 705802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 coil retrieval from her abdomen/ hysterectomy and 3 coil retrieval/ third coil lost in abdomen" on (B)(6) 2010. The patient's past medical history included gravida ii, parity 2 (previous pregnancies with deliveries by physician : date of birth- (B)(6)), cesarean section, augmentation mammoplasty (elective surgery) in (B)(6) 2008, social alcohol drinker, cholecystectomy (abdominal pain, gallbladder, complications) in 2005 and osteoporosis. Has no significant smoking history. No history of pap problems. Declines gc/chlamydia. Previously administered products included for birth control: depo-provera from 2000 to (B)(6) 2010; for an unreported indication: estrogen, percocet, depot medroxyprogesterone acetate and xanax. Family history included coronary artery disease (father), heart attack (father), prostate cancer (father), skin cancer (father) and crohn's disease (mother). Concomitant products included fluconazole in 2010 for chronic uti, promethazine (phenergan) for nausea, oxycodone in 2010 for pain nos as well as alprazolam (xanax) on (B)(6) 2010, docusate sodium (colace), drospirenone + ethinylestradiol (yaz), ibuprofen (motrin) and oxycocet (percocet) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain. On (B)(6) 2010, the patient experienced urinary tract infection ("utis (urinary tract infection); chronic, recurring pain from recurrent utis") with pain, menopausal symptoms ("pain and symptoms of menopause(my pain from menopause included night sweats, hot flashes, increased mills, anxiety resulting from menopause)") with hot flush and night sweats, anxiety ("pain and symptoms of menopause(my pain from menopause included night sweats, hot flashes, increased mills, anxiety resulting from menopause)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and procedural pain ("hysterectomy pain post-recovery (I had chronic recurring pain and recovery from the hysterectomy procedure.)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder issue"), weight increased ("weight gain") and fungal infection ("yeast infections"). The patient was treated with antibiotics, fluconazole (diflucan), estrogen nos (estrogen) and surgery (surgical removal of the 3 coils and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, urinary tract infection, bladder disorder, weight increased, fungal infection, menopausal symptoms, anxiety, mental disorder and procedural pain outcome was unknown. The reporter considered anxiety, bladder disorder, fungal infection, genital haemorrhage, menopausal symptoms, mental disorder, procedural pain, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: she did not claim that you are allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative ultrasound scan - on (B)(6) 2010: uterine perforation current weight:(B)(6) ; approximate weight at the time of essure placement:(B)(6) (unspecified). Hysteroscopy findings-the endocervical canal is normal. The uterine cavity is smooth and symmetrical with uniform endometrium, both tubal ostia are identified. There is no evidence of endometrial polyps, submucous leiomyomata, or other intrauterine abnormalities. Number of proximal coils right-7(as written); number of proximal coils - left: 2. Sonography was done. It did confirm presence of fluid intraperitoneal. It showed an insert in each tube and the third in the myometrium. On (B)(6) 2010, ultrasound scan revealed the location of the perforation: side wall of uterus and it migrated out to my abdomen into the side wall of my uterus. Physician admitted it after the placement surgery and did an ultrasound to confirm the placement of a coil in the perforation site. The location of the perforation: side wall of uterus and it migrated out to my abdomen into the side wall of my uterus. On (B)(6) 2010, gynecological report: essure device is seen within the wall of the ut(interpreted as uterus) and does not appear to project through the wall on 3d images both other devices are seen at the cornua of the ut (uterus). Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient¿s demographic data, historical conditions/drugs, essure insertion and removal dates and lot number # 5705802 added. Case upgraded to incident. Previously reported ¿severe and permanent injuries¿ was replaced by: my uterus was perforated during placement of the coils; bleeding; recurrent utis; bladder issue, weight gain; yeast infection; pain and symptoms of menopause; anxiety resulting from menopause; essure caused or aggravated any psychiatric and/or psychological condition(s); hysterectomy pain post-recovery and 3 coil retrieval from her abdomen/ hysterectomy and 3 coil retrieval. Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("my uterus was perforated during placement of the coils/ perforation / the location of the perforation: side wall of uterus and it migrated out to my abdomen") and genital haemorrhage ("bleeding for weeks after the placement/ bleeding") in a 34-year-old female patient who had essure (batch no. 705802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 coil retrieval from her abdomen/ hysterectomy and 3 coil retrieval/ third coil lost in abdomen" on (B)(6) 2010. The patient's past medical history included gravida ii, parity 2 (previous pregnancies with deliveries by physician : date of birth- (B)(6) 1993 and (B)(6) 2000.), multiple cesarean sections, augmentation mammoplasty (elective surgery) in (B)(6) 2008, social alcohol drinker, cholecystectomy (abdominal pain, gallbladder, complications) in 2005 and osteoporosis. Has no significant smoking history. No history of pap problems. Declines gc/chlamydia. Previously administered products included for birth control: depo-provera from 2000 to (B)(6) 2010; for an unreported indication: estrogen, percocet, depot medroxyprogesterone acetate and xanax. Family history included coronary artery disease (father), heart attack (father), prostate cancer (father), skin cancer (father) and crohn's disease (mother). Concomitant products included fluconazole from 2010 to 2013 for chronic uti, promethazine (phenergan) for nausea, oxycodone from 2010 to 2013 for pain nos as well as alprazolam (xanax) (B)(6) 2010 to 2012, docusate sodium (colace), drospirenone + ethinylestradiol (yaz), ibuprofen (motrin) and oxycocet (percocet) (B)(6) 2010 to 2012. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain. On (B)(6) 2010, the patient experienced urinary tract infection ("utis (urinary tract infection); chronic, recurring pain from recurrent utis") with urinary tract pain, menopausal symptoms ("pain and symptoms of menopause(my pain from menopause included night sweats, hot flashes, increased mills, anxiety resulting from menopause)") with hot flush and night sweats, anxiety ("pain and symptoms of menopause(my pain from menopause included night sweats, hot flashes, increased mills, anxiety resulting from menopause)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and procedural pain ("hysterectomy pain post-recovery (I had chronic recurring pain and recovery from the hysterectomy procedure.)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder issue"), weight increased ("weight gain") and fungal infection ("yeast infections"). The patient was treated with antibiotics, fluconazole (diflucan), estrogen nos (estrogen) and surgery (surgical removal of the 3 coils and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, urinary tract infection, bladder disorder, weight increased, fungal infection, menopausal symptoms, anxiety, mental disorder and procedural pain outcome was unknown. The reporter considered anxiety, bladder disorder, fungal infection, genital haemorrhage, menopausal symptoms, mental disorder, procedural pain, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: she did not claim that you are allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative ultrasound scan - on (B)(6) 2010: uterine perforation current weight:180; approximate weight at the time of essure placement:165 (unspecified). Hysteroscopy findings-the endocervical canal is normal. The uterine cavity is smooth and symmetrical with uniform endometrium, both tubal ostia are identified. There is no evidence of endometrial polyps, submucous leiomyomata, or other intrauterine abnormalities. Number of proximal coils right-7(as written); number of proximal coils - left: 2. -sonography was done. It did confirm presence of fluid intraperitoneal. It showed an insert in each tube and the third in the myometrium. -on (B)(6) 2010, ultrasound scan revealed the location of the perforation: side wall of uterus and it migrated out to my abdomen into the side wall of my uterus. -physician admitted it after the placement surgery and did an ultrasound to confirm the placement of a coil in the perforation site. The location of the perforation: side wall of uterus and it migrated out to my abdomen into the side wall of my uterus. -on (B)(6) 2010, gynecological report: essure device is seen within the wall of the ut(interpreted as uterus) and does not appear to project through the wall on 3d images both other devices are seen at the cornua of the ut (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.